Event description:
It was reported that the patient stated that over the past year he has begun leaking urine again up to 2 pads a day. The patient had the artificial urinary sphincter cuff component removed due to recurring incontinence. A new artificial urinary sphincter cuff was implanted. The patient outcome was reported as good.